Event description:
A patient reported they were unable to receive an accurate reading on their fasttake meter due to their meter allegedly would only prompt the "error 2" message while troubleshooting. The results on their meter was 170, 318, 344 and 142 mg/dl within 10 minutes. Patient reported feeling dizzy and light-headed. Patient was using expired control solution. No treatment was reported. No further information has been reported.